Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation (a-fib), a faradrive steerable sheath clear was selected for use. Upon insertion and initial aspiration, air was observed, and the sheath was replaced. The same issue occurred with the second sheath. The procedure was completed using a third sheath. No patient complications were reported. The sheaths are expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation (a-fib), a faradrive steerable sheath clear was selected for use. Upon insertion and initial aspiration, air was observed, and the sheath was replaced. The same issue occurred with the second sheath. The procedure was completed using a third sheath. No patient complications were reported. The sheaths are expected to be returned for analysis.